Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The reagent cooler temperature controller board on alinity I processing module, serial number ai01048, showed evidence of overheating on multiple components. The temperature controller board was replaced. No smoke or flames were noted. No injury was reported.

Manufacturer narrative:
The service representative replaced the reagent cooler temperature controller board to return the analyzer to normal function. Photos of the controller board provided by the service representative confirm the observed damage. A review of the ticket history for the analyzer did not identify issues that may have contributed to the current complaint. There were no subsequent reports of smoke or burn since the replacement of the part. The alinity ci-series operations manual provides the user adequate information regarding electrical hazards and performing an emergency shutdown of the alinity I. The alinity I service documentation contains instructions for the removal and replacement of the reagent cooler temperature controller. The burn damage was limited to a component on the controller board and on a fast-on connector that attaches to the controller board. No other components within the analyzer were affected. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Based on the available information, no product deficiency was identified.